Event description:
Reporter stated that a patient, being treated for critical illness myopathy, experienced a hypoglycemic event coincident with extraneal therapy (a labeled interferent for comfort curve test strips). Prior to the event, patient's blood glucose was being monitored on the inform system. On (B)(6), the following results were obtained with the suspect device: - 05:51 - 263 mg/dl - 11:30 - patient given 8 units novolin r - 12:37 - 301 mg/dl - 12:39 - 330 mg/dl - 16:30 - patient treated with 10 units novolin r - 17:02 - 324 mg/dl - 17:04 - 326 mg/dl - 21:00 - patient treated with 25 units levemir - 22:02 - 202 mg/dl blood glucose monitoring continued on (B)(6), date of event: - 05:39 - 128 mg/dl (inform system) - 06:14 - 97 mg/dl (inform system) - 07:56 - 95 mg/dl (inform system) - 08:00 - reporter stated patient was sweating and "exhibiting hypoglycemic symptoms." A venous sample was obtained from the patient and sent to the facility's lab for testing. An additional blood glucose test was performed, using patient' personal meter (ascencia) with a result of 18 mg/dl. - 08:06 - patient was treated with 1 amp d50, via PICC line - 08:41 - 86 mg/dl (inform system) - 08:59 - 159 mg/dl (inform system) - 09:50 - lab reported that the venous sample, previously obtained from patient, measured 10 mg/dl reporter stated that the decision to administer d50 was based both on the patient's hypoglycemic symptoms and the reading obtained on the ascencia meter. While no specific information was provided, regarding patient's prognosis following d50 administration, reporter did state that "it was charted that the patient was responding to the dextrose given." Reporter also noted that, earlier that morning, patient had skipped breakfast entirely. Subsequent to treatment for hypoglycemia, patient was reportedly transferred to the emergency department, where CT scans were ordered to rule out a possible stroke (the results of which were not provided). The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The concomitant medical products were provided by the facility, from the medications section of the patient's chart. Based on this information, the products were known to be in use on (B)(6) 2011; however, no information was provided about possible therapy dates prior to hospitalization. Although patient was known to be on peritoneal dialysis, using extraneal, the reporter indicated that therapy was performed by patient's family member, at home, and no information about when patient was last dialyzed, prior to the event, was provided. This field is completed with ni as the reporter did not indicate whether the facility intends to report the event to the food and drug administration.